Event description:
Reporter alleged that evaluation of the glucose monitoring device by the co evaluation dept; it was determined the missing contact was melted. Original reporter indicated the third connector pin from the right was missing and the device would not power on. A request was made for the return of the suspect device and replacement product was sent.